Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was found during installation and configuration of the hlm. It was stated that the on/off knob was in the wrong position and one of the connections was loose. All the connections in the ccm though were found to be attached firmly.

Event description:
It was reported that during use of the device for a non-clinical activity, when the heart lung machine (hlm) was turned on, the pumps were running, but the central control monitor (ccm) backlight was off. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's senior service engineer, the back light connector cable was found to be loose and was affecting the central control monitor (ccm). It was reconnected properly, and the reported issue was resolved.

Manufacturer narrative:
The reported complaint was confirmed. As the manufacturer's subsidiary had resolved the issue, they did not return any parts for further evaluation or root cause analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the issue occurred during field service installation.